Event description:
Per the clinic, the patient experienced a skin overgrowth and infection at the abutment site. Subsequently, the patient was placed under general anesthesia on (B)(6) 2024, in order to replace the abutment.